Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Exeter conical bone plug introducer - handle broke intraoperatively first use. Another identical device was immediately available and case completed as originally planned.